Event description:
A healthcare professional from a clinical study reported that starting on (B)(6) 2015 during normal use the patient had increasing tremor and stimulation parameters changed. Contact 2 on the left lead was defective, how this was diagnosed is unknown and the cause of the defect is unknown. The target location of the lead is the ventral intermediate nucleus (vim). Actions/interventions required as a result included an unscheduled clinic visit and reprogramming on (B)(6) 2015. No surgical intervention had occurred nor was any planned. The issue was not resolved, event was ongoing. This related to lead one and not lead two. The patient was alive with injury. Patient's medical history included smoking, coronary artery disease, lung disease, essential tremor and the patient was currently on movement disorder and/or psychiatric medications. Additional information received approximately 7 months later reported device interrogation was performed and revealed that the stimulator was not working. It was noted this had been performed in different country so the report was not available. Reference manufacturing report # 3007566237-2016-00517.

Event description:
Additional information received reported the stimulator "not working" was based on a programmer report. It was noted the nurse had not seen this type of report before and was not sure what it had revealed. No high impedances were measured. On program a the patient was programmed: 2-c+, 3.4v (max +0.4v), 90us, 150hz, 848 ohm, 4.012 mamp 6-c+, 3.2v (max +0.4v), 90us, 150hz, 925 ohm, 3.477 mamp. The patient used program a and stimulated himself 24 hours. Impedances between 0 and 1 were 30 ohms; between c and 0 was 801 ohms; and between c and 1 was 801 ohms. All other contacts appeared ok. During the measurement of the impedances, the patient shook intensely. The battery was at 2.92 volts. The patient was also programed with program c (which he was not using): 1-c+, 2.5v, 120us, 150hz 6-c+, 2.5v, 120us, 150hz. X-ray of the implanted system showed normal. Additional information received 5 days later reported the neurostimulator was not working again.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the device was explanted due to low impedances. The patient having a tremor diagnosis was also confirmed. The ins battery reaching elective replacement indicator (eri) was also noted. The provisional surgery date was (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event was resolved as of (B)(6) 2016. No further complications were reported/anticipated.